Event description:
This pt had a mr examination. The pt was scanned with the flex-m coil with the head first into the magnet. The coil was positioned at both sides of the hip. Pt was wearing scrubs during the examination. About three hrs after the examination, a second degree burn 2.5 cm x 4 cm was noticed on the back side of the right upper leg.